Manufacturer narrative:
A visual inspection, functional testing, and dimensional analysis was performed on the returned device. The difficult to open and close was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case a material separation of the link occurred likely due to the posterior needle tip not fully blown through the foot, or excess pull. It is possible the difficult to open or close was due to the foot capturing tissue causing it to remain partially open but closed once the device was cleared; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced in b5 are being filed under separate manufacturer report numbers. Attachment: user facility medwatch report#mw5182642- lot#5101341 (cn-(B)(6).

Event description:
User facility medwatch reports (#mw5182632; mw5182633; mw5182642; mw5182645) were received stating: "describe event or problem: foot closure of the perclose device failed and removal of the device occurred but the deployment foot was extended. Multiple perclose devices used." It was reported that a failure occurred with a prostyle device relative to an unspecified procedure. The foot of the device did not retract completely, and the patient ended up having vascular surgical repair. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.